Event description:
Caller reported that a cartridge alarm 30 occurred on november 10, 2025, which was confirmed by technical support. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a new cartridge and resumed insulin therapy, and the issue was resolved.